Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 10102 was verified. Event log was not available for review. Use testing was performed. Pump found to have damage to the main processor unit board when the customer replaced the internal real time clock batteries. Service replaced the main processor unit board to correct the issue. The problem source is customer induced.

Event description:
Information was received that the cadd prizm pump is alarming error code 10102 at power up. No reported adverse effects.